Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket repositioning procedure and the physician chose to replace the ipg due to physician's preference. The physician chose to replace the percutaneous leads and implant an infinion lead in an attempt to achieve better coverage for the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description:linear st lead with preloaded enhanced stylet-50cm. Explanted ipg and leads will not be returned to bsn as they were discarded by medical facility.